Event description:
It was reported that the implantable neurostimulator (ins) was eroding through the skin. It was indicated the patient may have had an allergy to metal, but no allergy testing had been done at the time. The incident may be related to the original pocket depth and placement. The patient was going to have a pocket revision but the exact timing was unknown. If additional information is received, a follow up report will be sent.

Manufacturer narrative:
(B)(4).